Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to excessive use as well as wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, broken lens was found inside the optical system attributing to a blurry/foggy image. No moisture was observed in the optical system. The inspection also noted the rigid outer tube is bent and a gap on the directional/locking pin. There are dents on the distal edge with light guide fiber damage and scratches on the eyepiece funnel rim. The investigation is in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the customer autoclavable rigid telescope has ¿cracked lens¿. The customer reported problem was found during a diagnostic procedure. The intended procedure was completed using another similar telescope. There was no delay in the procedure and no death injury or impact to the patient was reported to olympus.